Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2016-00149 and 1819470-2016-00170 , since there is more than one device implicated evaluation summary a male patient reported his humapen savvio device was jammed, and he was not sure he was administering the correct dose. The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch 1403v04, manufactured march 2014). Therefore, the device could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. A complaint history review for this batch did not identify any atypical trends with regard to dose accuracy or device not working complaints. There is evidence of improper use. The patient did not prime the device every time before use. It is unknown if this is relevant to the complaint.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaints, concerns a caucasian male patient who was born on (B)(6) 1949. Information regarding medical history and concomitant medication was not provided. The patient received human insulin (rdna origin) nph (humulin n), dose of 12 to 13 iu, every morning and every evening, subcutaneously, for the treatment of diabetes (unknown type, reported as probably type 2), beginning on an unspecified date reported on 09jun2016 as 13 or 15 years ago. On an unspecified date, unknown time after beginning human insulin nph therapy via humapen savvio red (batch number 1403v04) and humapen savvio red (batch number 1403v04), the patient did not know if he was applying the correct unit of insulin due to the operation mode of the pen. Information regarding corrective treatments for the possible wrong dose was not provided. It was reported that both humapen savvio were jammed and according to reporter it was related to injection screw of the humapen savvio red (lot number 1403v04; product complaint (B)(4)) and the other humapen savvio red (lot number 1403v04; product complaint (B)(4)). Furthermore, the reporter consumer stated also that a humapen savvio gray unknown batch number was also having problem, since jammed when it reached to 15iu or 16 iu (product complaint (B)(4)). Also, in (B)(6) 2016, the diabetes of patient started to get out of control but further details regarding corrective treatments were provided. Moreover, on an unspecified date, the patient experienced a prostrate problem, due to that, material from his prostate was collected and analyzed and it was verified that his problem was benign and he would have to undergo a surgery. The prostate problem was considered serious due to medically significant reason by the company. Then, patient went to hospital to undergo prostate surgery and it was verified that his diabetes was still out of control. According to reporter, while on hospital, the patient underwent an urodynamic examination which showed that bladder was storing too much urine and was pressing the kidneys a lot, if the bladder size was not controlled he would have to perform hemodialysis daily. It was concluded that patient would need to use a tube to urinate, in an attempt to decrease the bladder size. The bladder was called as lazy bladder by the reporter and it was reported that bladder was not working. Also, it was reported that kidneys and bladder almost burst (as reported). Due to these problems the patient was hospitalized on (B)(6) 2016. A tube was placed in the urethra for bladder did not press the kidneys anymore. It was reported that the tube caused an internal bleeding and, due to that, the patient was submitted to an emergency surgery in the bladder which occurred on (B)(6) 2016. On (B)(6) 2016 the patient was recovered from surgery and he was discharged from hospital, however, he was wearing a catheter to urinate. The outcome of prostate problem, bladder and renal problems, internal bleeding due to urethral tube was not provided. Moreover, it was reported that on an unspecified date, the patient experienced cataract and, due to that, he underwent a surgery in his right eye to place a synthetic crystalline on (B)(6) 2016. At the time of report the patient was still recovering from this surgery. The cataract was considered serious due to medically significant reason by the company. According to reporter the patient would also undergo a surgery in his left eye in (B)(6) 2016. The outcome of cataract was unknown. At the time of report the patient was bedridden in a difficult situation, but was unclear which of reported events caused this situation. It was provided on 17jun2016 that patient had just undergone a procedure for replacement of the urinary catheter; on (B)(6) 2016 he underwent ultrasonography in order to check his prostate and it was revealed that it was large. Information regarding corrective treatment and outcome of large prostate was not provided and it was unclear if it corresponded to the event of prostate problem reported on 09jun2016. It was provided on (B)(6) 2016 that patient had problems caused by the diabetes because his glycaemia was uncontrolled due to the pen (as reported). As of (B)(6) 2016 it was unknown if the patient was recovered from uncontrolled glycaemia and if he received corrective treatment for it. The human insulin nph therapy was continued. No additional follow-up will be attempted as the reporting consumer declined to allow contact by the company. The patient operated the devices and it was unknown if he was trained or not. This device model and the three reported devices were used for unknown period of time. The devices associated with product complaint (B)(4) were not returned. The device associated with product complaint (B)(4) was returned on 29jun2016 the reporting consumer considered the renal and bladder problems not related to human insulin nph but considered them related to diabetes and to the devices. It was stated that these problems could be related to the operation mode of devices, because it was unknown if the unit that patient was taking was the correct. The reporting consumer considered the event of possible wrong dose related to devices and no other causality regarding this event was provided. Moreover, the reporter related the event of uncontrolled glycaemia to the devices and did not provide an assessment of relatedness between this event and human insulin nph. The event of internal bleeding was related to urethral tube and no other causality regarding this event was provided. The reporting consumer considered the cataract not related to human insulin nph, but stated it was related to diabetes and to the way that insulin was applied. No assessment of relatedness regarding prostate problem and large prostate was provided. Update 15jun2016: upon review, the case was opened to update the medwatch fields for regulatory reporting. Update 16jun2016. Update 16jun2016 additional information received 15jun2016 from the product complaint safety database. Changed the lot number from c307879a to 1403v04 for device associated with product complaint (B)(4). At this time in the narrative corrected the product complaint number from (B)(4) for the first device and updated the narrative accordingly. Update 20jun2016: additional information was received on 17jun2016 and on 20jun2016 from initial reporter. Added uncontrolled glycaemia as description of uncontrolled diabetes and updated its coding accordingly; added patient underwent ultrasonography and urinary catheter replacement; added the non-serious event of large prostate; added reporting consumer declined to allow contact by the company. Corresponding fields and narrative updated accordingly. Update 01jul2016: additional information received on 29jun2016 from the initial reporter consumer. Updated other manufacturer field from no to yes; added a new humapen savvio gray as suspect device; updated narrative with information that device was jamming when it reached to 15 or 16 unit. Updated narrative and fields with new information accordingly. Update 01jul2016: upon review, this case was opened to update the medwatch fields for regulatory reporting, and added the product complaint (B)(4) to the narrative. Update 20jul2016: additional information received on 19jul2016 from the global product complaint database added the following for both devices associated with product complaints (B)(4); device specific safety summary and manufactured date of the device; added the devices were not returned; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. The lot number for the device associated with product complaint (B)(4) was updated from c307879 to 1403v04, and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2016-00149, since there is more than one device implicated.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaints, concerns a caucasian male patient who was born on (B)(6). Information regarding medical history and concomitant medication was not provided. The patient received human insulin (rdna origin) nph (humulin n), dose of 12 to 13 iu, every morning and every evening, subcutaneously, for the treatment of diabetes (unknown type, reported as probably type 2), beginning on an unspecified date reported on (B)(6) 2016 as 13 or 15 years ago. On an unspecified date, unknown time after beginning human insulin nph therapy via humapen savvio red (batch number (B)(4)) and humapen savvio red (batch number (B)(4)), the patient did not know if he was applying the correct unit of insulin due to the operation mode of the pen. Information regarding corrective treatments for the possible wrong dose was not provided. It was reported that both humapen savvio were jammed and according to reporter it was related to injection screw of the humapen savvio red (lot number 1403v04; (B)(4)) and the other humapen savvio red (lot number c307879a; (B)(4)). Also, in (B)(6) 2016, the diabetes of patient started to get out of control but further details regarding corrective treatments were provided. Moreover, on an unspecified date, the patient experienced a prostrate problem, due to that, material from his prostate was collected and analyzed and it was verified that his problem was benign and he would have to undergo a surgery. The prostate problem was considered serious due to medically significant reason by the company. Then, patient went to hospital to undergo prostate surgery and it was verified that his diabetes was still out of control. According to reporter, while on hospital, the patient underwent an urodynamic examination which showed that bladder was storing too much urine and was pressing the kidneys a lot, if the bladder size was not controlled he would have to perform hemodialysis daily. It was concluded that patient would need to use a tube to urinate, in an attempt to decrease the bladder size. The bladder was called as lazy bladder by the reporter and it was reported that bladder was not working. Also, it was reported that kidneys and bladder almost burst (as reported). Due to these problems the patient was hospitalized on (B)(6) 2016. A tube was placed in the urethra for bladder did not press the kidneys anymore. It was reported that the tube caused an internal bleeding and, due to that, the patient was submitted to an emergency surgery in the bladder which occurred on (B)(6) 2016. On (B)(6) 2016 the patient was recovered from surgery and he was discharged from hospital, however, he was wearing a catheter to urinate. The outcome of prostate problem, bladder and renal problems, internal bleeding due to urethral tube was not provided. Moreover, it was reported that on an unspecified date, the patient experienced cataract and, due to that, he underwent a surgery in his right eye to place a synthetic crystalline on (B)(6) 2016. At the time of report the patient was still recovering from this surgery. The cataract was considered serious due to medically significant reason by the company. According to reporter the patient would also undergo a surgery in his left eye in (B)(6) 2016. The outcome of cataract was unknown. At the time of report the patient was bedridden in a difficult situation, but was unclear which of reported events caused this situation. It was provided on (B)(6) 2016 that patient had just undergone a procedure for replacement of the urinary catheter; on (B)(6) 2016 he underwent ultrasonography in order to check his prostate and it was revealed that it was large. Information regarding corrective treatment and outcome of large prostate was not provided and it was unclear if it corresponded to the event of prostate problem reported on 09jun2016. It was provided on (B)(6) 2016 that patient had problems caused by the diabetes because his glycemia was uncontrolled due to the pen (as reported). As of (B)(6) 2016 it was unknown if the patient was recovered from uncontrolled glycemia and if he received corrective treatment for it. The human insulin nph therapy was continued. No additional follow-up will be attempted as the reporting consumer declined to allow contact by the company. The patient operated the devices and it was unknown if he was trained or not. This device model and both reported devices were used for unknown period of time. The return of both devices is expected. The reporting consumer considered the renal and bladder problems not related to human insulin nph but considered them related to diabetes and to the devices. It was stated that these problems could be related to the operation mode of devices, because it was unknown if the unit that patient was taking was the correct. The reporting consumer considered the event of possible wrong dose related to devices and no other causality regarding this event was provided. Moreover, the reporter related the event of uncontrolled glycemia to the devices and did not provide an assessment of relatedness between this event and human insulin nph. The event of internal bleeding was related to urethral tube and no other causality regarding this event was provided. The reporting consumer considered the cataract not related to human insulin nph, but stated it was related to diabetes and to the way that insulin was applied. No assessment of relatedness regarding prostate problem and large prostate was provided. Update 15jun2016: upon review, the case was opened to update the medwatch fields for regulatory reporting. Update 16jun2016. Update 16jun2016 additional information received 15jun2016 from the product complaint safety database. Changed the lot number from c307879a to 1403v04 for device associated with (B)(4). At this time in the narrative corrected the (B)(4) for the first device and updated the narrative accordingly. Update 20jun2016: additional information was received on 17jun2016 and on 20jun2016 from initial reporter. Added uncontrolled glycemia as description of uncontrolled diabetes and updated its coding accordingly; added patient underwent ultrasonography and urinary catheter replacement; added the non-serious event of large prostate; added reporting consumer declined to allow contact by the company. Corresponding fields and narrative updated accordingly.